Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and severe sepsis. Additional information indicates that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.